Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided. A scheduled ipg explant was reported to abbott. The reason for the explant was that the patient was having issues with the ipg taking a charge and was inoperative for a year. The surgery was successfully performed to replace the ipg. The device was not returned for analysis.

Event description:
It was reported that the patient's scs ipg stopped communicating with external devices, deeming it inoperable. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced to address the issue.